Event description:
It was reported that patient underwent a comprehensive reverse shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due the glenosphere disassociating from the baseplate; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown, date implanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown.